Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime process. Customer's blood glucose at that time was 544mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. We were unable to perform occlusion prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed testing. The insulin pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker. No moisture damage inside pump was noted.